Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: 977a260, pain stim lead x 2, implanted: (B)(6) 2014, 97714, pain stim ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient was having trouble with their implantable pulse generator (ipg). They also noted that they physician is checking the battery and questioned the status. Follow up with the clinic provided no further information. The device remains in use. No patient complications have been reported as a result of this event.